Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was not confirmed. During evaluation, the unit went through burn-in tests and was inspected for 3 days. The device did not experience any problems. In addition, it was noted the rear cover packing peeled off and there was a faded unique device identifier (UDI) label on the rear cover. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly

Event description:
The customer reported to olympus, the 4k autoclavable camera head displayed an e224, scope communication error message during set up for an unknown procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the e224 scope communication error could not be determined. Olympus will continue to monitor field performance for this device.